Manufacturer narrative:
Correction: concomitant medical products and device evaluated by MFR. The reported event could not be confirmed only based on the x-rays. However, the loosening of the implant could be noticed. Based on investigation, the root cause of the cysts is the loosening of the implant. In the case presented a patient had been treated with star in june 2011. On april, 2019 the patient had to be revised as they were having pain in the ankle. A CT scan (which was not provided) showed a cystic area under the talar component. This root cause was determined after review of the x-rays and the details of this case. Device disposition unknown.

Event description:
Right ankle pain was reported to surgeon by patient. CT shows cystic area under the talar component. Revision surgery occurred as a result.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Right ankle pain was reported to surgeon by patient. CT shows cystic area under the talar component. Revision surgery occurred as a result.